Event description:
Originally stent was implanted on (B)(6) 2021. 2 icast stents were also implanted both of 6x22, placed one on each side of renals respectively (left and right). Notice narrowing on (B)(6) 2021 of the superior mesenteric artery (sma) and the celiac artery with decreased flow. This required stenting of both arteries but information of stents used is unknown. Twisting may have contributed to the occurred event, but this cannot be determined. No twisting occurred during the original procedure.

Event description:
Originally stent was implanted on (B)(6) 2021. 2 icast stents were also implanted both of 6x22, placed one on each side of renals respectively (left and right). Notice narrowing on (B)(6) 2021 of the superior mesenteric artery (sma) and the celiac artery with decreased flow. This required stenting of both arteries but information of stents used is unknown. Twisting may have contributed to the occurred event, but this cannot be determined. No twisting occurred during the original procedure.

Event description:
Originally stent was implanted on (B)(6) 2021. 2 icast stents were also implanted both of 6x22, placed one on each side of renals respectively (left and right). Notice narrowing on (B)(6) 2021 of the superior mesenteric artery (sma) and the celiac artery with decreased flow. This required stenting of both arteries but information of stents used is unknown. Twisting may have contributed to the occurred event, but this cannot be determined. No twisting occurred during the original procedure.

Manufacturer narrative:
No part of the device was returned for investigation. No images were supplied. The relevant manufacturing records were reviewed and appeared complete and correct. A review of specifications found that there are a number of processes and checks in place which would likely identify a device deficiency prior to shipment. The instructions for use (IFU) supplied with the device states: "inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin." And lists organ impairment/loss due to side-branch vessel occlusion (in particular, renal and/or gastrointestinal impairment/loss) as potential adverse events. Based on the information received a definitive root cause could not be determined. It is possible that one or more of the following factors contributed to the event: -kinking/ collapse/excessive prolapse of implant/folding of implant material between stents -patient related factors.